Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with attempts to reset the pump; however, the malfunction could not be resolved. Customer reverted to an alternate method of insulin therapy.